Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, bio ID scanner needed to replace. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubies in full height drawer 3 tray e was not being detected. The field service engineer (fse) verified that all lights, powered down the station, and removed all cubies. The fse then reseated the row board cables for all trays, cleaned and wiped the drawer, and reinstalled all trays and cubies. The system functioned as intended after the field service engineer repaired the device.